Event description:
It was reported that this right atrial (ra) lead was exhibiting high out of range pacing impedance measurements above 2000 ohms during implant procedure, the system was repositioned and within range measurements were obtained. This ra lead remains in service. No adverse patient effects were reported.